Event description:
This lead exhibited noise which led to the device sensing vt and vf delivering atp therapy. During the procedure on (B)(6) 2010, the "physician was able to repair the rv egm noise by adjusting the set screw, however noise on the shock egm was discovered and could not be resolved." This lead was explanted and replaced with a competitive lead.